Event description:
Hosp reported to one of co sales rep that a pt died during a contrast enhanced CT procedure. Hosp was unwilling to provide any additional details on the event or medical history of pt.